Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that her insulin pump alarmed no delivery between seven and ten times per day. The patient also felt that their insulin pump was making a clicking sound that she had never heard before, and that the motor was slowing down. The patient's blood glucose had been ranging from 200 mg/dl to 400 mg/dl. The customer normally treated her blood glucose via manual insulin injection or insulin pump bolus. Troubleshooting could not occur at the time of call. However, the insulin pump will be returned and replaced.